Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the iab would not go through the sheath. A new iab was used with no issues. There was no patient harm, or adverse event reported.

Event description:
It was reported that during insertion of an intra-aortic balloon (iab), the iab would not go through the sheath. A new iab was used with no issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Section h added evaluation method codes (5): the device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4): device was discarded and not returned.